Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 35395-invalid, c51342) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included non-smoker. Concurrent conditions included migraine without aura. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleeding increased"), polymenorrhoea ("menstrual cycle shortened"), premenstrual syndrome ("pms increase") and swelling ("swelling") and was found to have weight increased ("weight increase"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, polymenorrhoea, premenstrual syndrome, swelling and weight increased outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, polymenorrhoea, premenstrual syndrome, swelling and weight increased to be unrelated to essure. The reporter commented: patient's medical history included: psc x 2 essure samples received, removal was performed at the patient's request. The reporter did not consider that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Essure lot numbers: 35395 right, c51342 left batch no: c51342 , production date: 2014-05-02, expiration date: 2017-05-31 reported batch number 35395 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 35395-invalid, c51342) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included non-smoker. Concurrent conditions included migraine without aura. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleeding increased"), polymenorrhoea ("menstrual cycle shortened"), premenstrual syndrome ("pms increase") and swelling ("swelling") and was found to have weight increased ("weight increase"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, polymenorrhoea, premenstrual syndrome, swelling and weight increased outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, polymenorrhoea, premenstrual syndrome, swelling and weight increased to be unrelated to essure. The reporter commented: patient's medical history included: psc x 2 essure samples received, removal was performed at the patient's request. The reporter did not consider that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Essure lot numbers: 35395 right, c51342 left batch no: c51342 , production date: 2014-05-02, expiration date: 2017-05-31. Reported batch number 35395 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 35395, c51342) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included non-smoker. Concurrent conditions included migraine without aura. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual bleeding increased"), polymenorrhoea ("menstrual cycle shortened"), premenstrual syndrome ("pms increase") and swelling ("swelling") and was found to have weight increased ("weight increase"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, polymenorrhoea, premenstrual syndrome, swelling and weight increased outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, polymenorrhoea, premenstrual syndrome, swelling and weight increased to be unrelated to essure. The reporter commented: patient's medical history included: psc x 2. Essure samples received, removal was performed at the patient's request. The reporter did not consider that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Essure lot numbers: 35395 right, c51342 left. We received a lot number and returned samples in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.